Event description:
Indicator lights on pillcam recorder were not on. Recorder returned by patient to endo dept. And data recorder was off-reason unknown. Recorder restarted without difficulty. Manufacturer - given imaging states user issue.